Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited a b30 scope communication error. The issue occurred during a diagnostic egd procedure. The procedure was completed with an olympus back-up device with less than 30-minute procedure delay. There was no reported patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of the b30 scope communication error was due to a defective plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.